Event description:
ICU medical received an email on 28-jun-2024 providing the serial number of the device involved. The device was a plum 360 driver new with device list number 30010, serial number (B)(6) and unknown module list, lot number. It was further stated that there was no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved an unspecified ICU medical plum 360 failure occurred, and the pump randomly shut off in the middle of a patient¿s infusion resulting in the patient's blood pressure dropping. Further intervention was necessary to recover the patient to include medication intervention and resuscitation. The vasopressors being infused during the shut off was levophed, neo-synephrine, and epinephrine. The reported failure mode is ¿inappropriate shut off¿. The pump battery was replaced during the recall for the infusion pump, and the battery was also replaced to mitigate shut-off failure post following the recall recommendations. The customer reported that the battery in the infusion pump has been replaced two times since the recall notice has gone into effect. The patient was resuscitated as a result of this complaint event.

Manufacturer narrative:
The device was not available for evaluation. A 12-month review was not conducted because no serial number was provided. Service repair history was not provided by customer. Event logs were not provided. In conclusion, since the device was not returned to the service hub for analysis, no visual inspection or functional testing was performed. Device history review was performed and the only similar occurrence was related to this event. Additional related record in h10 - 9615050-2024-00220-00.